Manufacturer narrative:
(B)(4). Concomitant medical products: 00652001200, femoral stem, 17632000. The 00652804800, acetabular cup, 60087600. The 00902602900, cocr femoral head, 19646640. The 00652404525, canc self-tap screw 4.5x25lg, 65560100. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 00138, 0001822565 - 2018 - 00139.

Event description:
It was reported patient underwent right hip arthroplasty. Subsequently, the patient underwent a revision procedure due to polyethene wear and osteolysis. The cup, head, and liner were replaced, and the stem was left in place. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Upon reassessment of the reported event is was determined that the event will be reported on 0001822565-2018-00139. The initial report was submitted in error and needs to be voided.

Event description:
Upon reassessment of the reported event is was determined that the event will be reported on 0001822565-2018-00139. The initial report was submitted in error and needs to be voided.